Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent defibrillation threshold (dft) tests in single coil configuration, resulting in an error message indicating an open circuit condition. Technical services (ts) discussed the device system with the physician and recommended troubleshooting options. No additional adverse patient effects were reported. The device remains in service.